Event description:
The pt was being weighed at the time of accident. The pt turned her body over and fell onto the floor. The miranti lift was approx three feet high up. Apparently the safety bar was down, but no straps were used. Pt suffers from three fractured ribs on her left side. Skin abraision on left and right leg.